Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with chronic high threshold and rising atrial impedance. Reprogramming of pacing mode was attempted, but the patient did not tolerate the change. X-ray showed the lead was not in atrial appendage and may have dislodged shortly after implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.